Event description:
The pt went to the clinic in the morning and had blood glucose tested, was 41 mg/dl. She does not indicate any treatment. She returned home and did not feel well throughout day. It is unclear if she tested blood glucose on suspect device throughout day. At 11:30 p.m. She tested blood glucose on suspect device and was 540 mg/dl. She was taken to the hospital and blood glucose was tested by the lab and was 46mg/dl, 30 minutes later. She was given glucose intravenous and food. She tested glucose controls on suspect device and they were out of specifications. She then tested another lot of blood glucose test strips on device and they were within specifications.